Event description:
Priming failure: after a treo main bifurcated stent graft (28-b2-26-100u) was inserted, the leg delivery system was prepared. The physician attempted to perform flushing from the two-way flush port, but saline overflowed from a gap around the flush port and did not come from the tip, which was supposed to be. As only one device was prepared, the physician used the device as it was. There was no problem with delivery and deployment, and the procedure was successfully completed without any endoleak. Operation type: evar. Blood loss: unknown. Ancillary devices used: treo (28-b2-26-100u), excluder (plc201200j, gore). (B)(4). Patient outcome: "no health damage to patient."